Manufacturer narrative:
(B)(4). The event description has been updated. The malfunction took place with hp2 tool and not the hp2 cannula.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro 2 bent in cannula. The hospital did not report any patient effects. Tech said they weren't sure but came out of patient at end like that, no injury was observed.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical use were observed. A visual inspection conducted. Small amounts of blood and tissue were observed on the heating element. The distal end of the shaft near the pivot point was observed to be bent. The hp2 was returned inside of the cannula. The cannula was completely intact. No other defects were observed on the harvesting tool device. Based on the results of the evaluation, the complaint for the reported failure "bent shaft" was confirmed. The DHR for the hemopro 2 tool subassembly was reviewed. The shop floor paperwork was reviewed for the hemopro 2 tool subassembly. All the test results meet the specifications and results. There were no non-conformities observed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro 2 bent in cannula. The hospital did not report any patient effects. Tech said they weren't sure but came out of patient at end like that, no injury was observed. The cutting device was bent somehow in use while in cannula.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 arm of cannula bent somehow during use. The hospital did not report any patient effects. Tech said they weren't sure but came out of patient at end like that, no injury was observed